Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 7 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was evaluated prior to a non-lvad related outpatient procedure. The system controller¿s history was interrogated, and multiple low speed advisories. No pump stoppage events were observed. The patient was asymptomatic. Log files were analyzed by the manufacturer¿s technical services representative, and confirmed the low speed advisory events. X-rays were also submitted for review and there were no obvious areas of concern identified. The vad team will continue to monitor the patient, and if additional issues occur an distal end percutaneous lead (driveline) replacement will be considered.

Manufacturer narrative:
The report of low speed advisory events was confirmed based on the information contained in the submitted system controller log file; however, the log file evaluation could not conclusively determine a specific cause for these events. The device remained implanted and the patient remained ongoing on vad support with no further related events reported. The patient expired of natural causes on (B)(6) 2017. No product was returned to the manufacturer for evaluation. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.